Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-01022.

Manufacturer narrative:
It should be noted that the thv was deployed in a native aortic valve with ¿very low¿ calcification. In the (B)(4), the edwards sapien 3 ultra valve, edwards ultra delivery system and accessories are currently indicated for use in patients with severe, symptomatic, calcific aortic valve stenosis who are judged by a heart team, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the society of thoracic surgeons (sts) risk score and other clinical comorbidities unmeasured by the sts risk calculator). Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 ultra thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to the procedure itself, patient factors (¿very low¿ annular calcification) likely contributed to the embolization of the initial valve into the left ventricle and subsequent deployment in the incorrect location following the retrieval from the left ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our affiliate in the (B)(4), a sapien 3 ultra valve embolized into the ventricle post deployment. During a transfemoral tavr procedure, 4 failed attempts were made to deploy a non-edwards portico self-expandable tavr valve. Due to patient factors, ¿very low¿ annular calcification, the portico valve could not be deployed. The decision was made to deploy a 23mm sapien 3 ultra valve. Post deployment, the sapien 3 ultra valve embolized into the left ventricle, but remained on the wire. Since the patient was not stable, and the valve in the ventricle was not moving, it was decided to implant a 26mm sapien 3 ultra valve. The 26mm valve was deployed and functioning well. The patient was transferred to recovery with the guidewire and initial valve still in the ventricle. On postoperative day (pod) 1, the patient was returned to the operating room (or). A procedure to remove the embolized valve was performed. The initial sapien 3 ultra valve was snared. While performing cardiac massage, the initial valve was brought through the deployed 26mm sapien 3 ultra valve and deployed in the descending aorta with a covered stent. After passing the initial valve through the second valve, it was thought that the second valve could have been damaged. A 29mm sapien 3 ultra valve was then successfully deployed within the 26mm sapien 3 ultra valve. The patient was alive at the end of the procedure. However, the patient was not able to tolerate the procedure and expired that night. All valves remain implanted in the patient. The native annular valve area measured 400mm2 by CT. ¿low¿ annular calcification was reported.